Manufacturer narrative:
Investigation ¿ evaluation : cook became aware on 02jun2021 of an event involving a patient with full thrombosis of the limbs when arriving at (B)(6) hospital. The complaint device was zenith flex spiral-zt aaa endovascular graft iliac leg rpn: zsle-20-90-zt (product lot 5341610). There was no injury to the patient. Additional information was requested, but none was provided. A review of the complaint history, device history record, drawing, instructions for use (IFU), quality control, and specifications of the device were conducted during the investigation. The compliant device was not returned to cook for investigation. Medical imaging was not provided for review. However, a document based investigation evaluation was performed. After review of manufacturing documents cook has concluded that appropriate inspections are in place relative to the reported device failure. The device was packaged with IFU t_zaaasz_rev3. The IFU includes the following, warnings, precautions, and instructions for proper placement of the device: 4 warnings and precautions. 4.2 patient selection, treatment and follow-up: ¿ adequate iliac or femoral access is required to introduce the device into the vasculature. Access vessel diameter (measured inner wall to inner wall) and morphology (minimal tortuosity, occlusive disease and/or calcification) should be compatible with vascular access techniques and delivery systems of a 14 french to 16 french vascular introducer sheath. Vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. A vascular conduit technique may be necessary to achieve success in some patients. ¿ pre-existing regions of stenosis/narrowing (less than approximately 20mm ID in the aorta or 7 to 8 mm ID in the iliacs) have been shown to increase the risk of a thromboembolic event (e.g., graft limb occlusion). The potential for this increased risk in these patients may preclude placement of an endovascular graft. Dilatation of these regions with a noncompliant balloon and/or stent placement may be necessary to help assure maintained graft patency and to reduce the risk of a thromboembolic event. Additionally, the completion angiogram (with stiff wire guides removed) should be reviewed carefully to determine if further treatment in these regions is necessary (e.g., adjunctive ballooning or stenting). Failure to remove the stiff wire guide prior to the angiogram could mask any limb kinking or narrowing that might occur when the wire guide is removed. ¿ follow-up imaging should be carefully reviewed for narrowing withing the graft leg. Patients with a graft leg lumen of less than approximately 5 mm ID may be at increased risk of a thromboembolic event (e.g., graft limb occlusion). Reintervention (e.g., noncompliant ballooning or stenting in these regions) should be considered to help assure maintained graft patency and to reduce the risk of a thromboembolic event. ¿ patients with poor outflow or a hypercoagulable state (e.g., cancer) may be at and increased risk of a thromboembolic event. ¿ inability to maintain patency of at least one internal iliac artery or occlusion of an indispensable inferior mesenteric artery may increase the risk of pelvic/bowel ischemia. ¿ multiple large, patent lumbar arteries, mural thrombus and a patent inferior mesenteric artery may all predispose a patient to type ii endoleaks. Patients with uncorrectable coagulopathy may also have an increased risk of type ii endoleak or bleeding complications. 5 adverse events: 5.2 potential adverse events: ¿ arterial or venous thrombosis and/or pseudoaneurysm. ¿ endoprosthesis: improper component placement; incomplete component deployment: component migration: component separation from another graft component: suture break: occlusion: infection: stent fracture: graft material wear: dilatation: erosion: puncture: perigraft flow: and corrosion. ¿ graft or native vessel occlusion. ¿ renal complications and subsequent attendant problems (e.g., artery occlusion, contrast toxicity, insufficiency, failure). 8 patient counseling information: ¿ physicians must advise all patients that it is important to seek prompt medical attention if they experience signs of limb occlusion, aneurysm enlargement or rupture. Signs of graft limb occlusion include pain in the hip(s) or leg(s) during walking or at rest or discoloration or coolness of the leg. Aneurysm rupture may be asymptomatic, but usually presents as: pain; numbness; weakness in the legs; any back, chest, abdominal or groin pain; dizziness; fainting rapid heartbeat or sudden weakness. Physicians should refer patients to the patient guide regarding risks occurring during or after implantation of the device. Procedure-related risks include cardiac, pulmonary, neurologic, bowel and bleeding complications. Device-related risks include occlusion, endoleak, aneurysm enlargement, fracture, potential for reintervention and open surgical conversion, rupture and death (see section 5.1, observed adverse events and section 5.2, potential adverse events). The physician should complete the patient i.d. Card and give it to the patient so that he/she can carry it with him/her at all times. The patient should refer to the card anytime he/she visits additional health practitioners, particularly for any additional diagnostic procedures (e.g., MRI). 12 imaging guidelines and postoperative follow-up. 12.1 general: ¿ the combination of contrast and non-contrast CT imaging provides information on aneurysm diameter change, endoleak, patency, tortuosity, progressive disease, fixation length and other morphological changes. ¿ duplex ultrasound imaging may provide information on aneurysm diameter change, endoleak, patency, tortuosity, and progressive disease. In this circumstance, a non-contrast CT should be performed to use in conjunction with the ultrasound. Ultrasound may be a less reliable and sensitive diagnostic method compared to CT. In response to this incident, cook completed a review of the device history record (DHR) for lot 5341610. The final device lot had 1 nonconformance, but it was reworked and re-inspected prior to further processing. A complaint database search found no additional complaints on this lot. Cook concludes that the complaint device was manufactured per specification. There is no evidence of nonconforming product in house or in the field. A definitive cause for the reported failure could not be established since additional information, including imaging, was not provided, and the device was not returned to cook for investigation. The failure is a known inherent risk per the IFU. The appropriate internal personnel have been notified. Per the risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a zenith flex with spiral-z technology aaa endovascular graft iliac leg fully thrombosed. Additional information regarding the event and patient outcome has been requested but is currently unavailable. Another event regarding this patient is also reported under patient identifier (B)(6).